Manufacturer narrative:
The device was discarded by distributor because it was not sterile, being unsuitable for investigation. Therefore, the device was not received by manufacturer. Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that over six months after the dental implant was placed in the mouth, the implant lost integration. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported complications. (B)(4).

Manufacturer narrative:
The device was sent to the manufacturer in a manner unsuitable for investigation. Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that over six months after the dental implant was placed in the mouth, the implant lost integration. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported complications.

Manufacturer narrative:
The device was discarded by distributor because it was not sterile, being unsuitable for investigation. Therefore, the device was not received by manufacturer. Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that over six months after the dental implant was placed in the mouth, the implant lost integration. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported complications. (B)(4).